Manufacturer narrative:
(B)(4) manufactures the s3 mast pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective potentiometer. The defective component was replaced and the issue was resolved. Subsequent testing did not identify further issue and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Sorin group (B)(4) received a report that between 50-60 rpm, the pump stopped during a procedure. The clinician restarted the pump by moving the knob. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 mast pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (b)(4. Sorin group received a report that between 50-60 rpm, the pump stopped during a procedure. The clinician restarted the pump by moving the knob. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.